Event description:
It was reported that multiple devices were found with specific issues, including icons on the oled screen such as a handle with an exclamation mark, an empty red battery icon crossed by a bar, and a handle crossed out with a red circle and an exclamation mark on top. Six handles exhibited a problem where, after a few minutes on the single bay charger, the indicator light turned red. One power handle error also appeared on the screen. Each affected handle was replaced with another handle. There was no patient involvement. Pli60 medtronic's initial evaluation of the incident device observed vented battery was determined to be from battery degradation (component failure). Pli70 medtronic's initial evaluation of the incident device found vented battery was determined to be from battery degradation (component failure) pli80 medtronic's initial evaluation of the incident device found vented battery was determined to be from battery degradation (component failure).

Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle - sn: (B)(6) sigphandle - sig power sigphandle handle - sn: (B)(6); sigphandle - sig power sigphandle handle - sn: (B)(6) sigphandle - sig power sigphandle handle - sn: (B)(6) sigphandle - sig power sigphandle handle - sn: (B)(6) sigphandle - sig power sigphandle handle - sn: (B)(6) sigphandle - sig power sigphandle handle - sn: (B)(6) evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was contamination on the charging contacts. The handle was received with a fully depleted battery. The handle was inserted into an rpa charger running v16 software to charge. After some time, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize. The handle was opened up and one battery cell was found to be vented. The data saved to the handle could not be accessed. The battery was replaced with a known working battery. The handle powered on and displayed the software version screen without the version number during initialization. An rpa clamshell and adapter were attached to the handle, and the handle displayed a yellow adapter swimlane. The handle was connected to master control panel (mcp) and the device software blob could not be read. The inability to read the software blob is a sign of the micro secure digital (sd) card being corrupted. The handle was running software v29.4 and had 263 of 300 procedures remaining. It was reported that the powered handle was not charge. The reported issue was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: micro sd card corruption that has no relationship to the reported condition. The cause of the micro sd card corruption could be traced to software design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.